Event description:
Boston scientific received that shortly after this right ventricular lead was implanted the patient's blood pressure dropped considerably. The patient complained of chest pressure. A pericardiocentesis was performed in the electrophysiology laboratory. The lead had perforated the patient's heart. The patient was then taken to the operating room where the lead was removed. There were no further patient complications. The lead is to be returned.

Manufacturer narrative:
The lead has not yet been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the complete lead was thoroughly inspected and analyzed. Dried blood was noted in the terminal pin opening and in the lumen from the terminal pin to the tip of the lead. A very kinked stylet was returned in the lead with a large bend located at the distal end of the yoke. The lead body was very twisted and appeared that it was twisted while trying to retract the helix. The lead was determined to have been electrically continuous. The clinical observation could not be confirmed with analysis.

Event description:
The lead has been returned for analysis.